Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at maximum outputs in bipolar and unipolar pacing modes. The patient is not pacemaker dependant. No asystole reported and the patient has device for sick sinus syndrome. The right atrial (ra) lead was functioning normally and the rv lead will be revised in the future. No adverse patient effects were reported. No additional information is available at this time. If additional information becomes available, this report will be updated.